Event description:
The patient reported erosion and impaired healing of the pocket incision. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. The patient is doing well and plans to be implanted with a new lead on (B)(6) 2023.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing x-rays immediately after the procedure to confirm device placement, implanting a damaged stimulator, the patient undergoing an MRI procedure, implanting the stimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the site with an antibiotic solution before closure, using inappropriate tools, multiple tunneling attempts, not using antibiotics pre-operatively, and the patient not attending the post-op visit have been ruled out as potential causes. However, the patient reported their dog jumped on their leg the same day of the procedure which caused the distal end of the lead to migrate posteriorly. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to severe force applied to the implant as the patient's dog jumped on their leg the same day as the procedure (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.